Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the switch could not be pressed down smoothly due to damage on switch 2. The device evaluation found that the bending section could not be controlled at all due to corrosion on the angle mechanism. Additional findings include the following: water tightness was lost due to a pinhole on the channel tube, the adhesive on the bending section cover had a chip, the up / down plate was sticky, the universal cord was sticky / had a dent / had a scratch, the video cable had a dent / scratch, the protector of the video cable section had a scratch, the light guide bundle was slipping down, and the control unit was sticky due to water leakage. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the uretero-reno videoscope had a button malfunction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section could not be controlled at all due to corrosion on the angle mechanism. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed angulation issue was due to corrosion on the angle mechanism and the bending section could be controlled. A definitive root cause of the issue could not be determined, however, the issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. The event can be detected/prevented by following the instructions for use which state: chapter 3 ¿preparation and inspection¿ section 3.3 inspection of the endoscope inspection of the endoscope 12 inspect the bending section for bends, twist, or other irregularities while the bending section remains straight. 13 inspect the bending section for abnormal bending shape, or other irregularities. Olympus will continue to monitor field performance for this device.